Event description:
The consumer was sitting on the rollator eating dinner when the wheel allegedly "flew" off from under the unit, causing her to fall backwards. No injury is alleged.

Manufacturer narrative:
(B)(4) - retrospective review of this file based on protocol (B)(4) determined that this is an MDR. Consumer had used the rollator for 1 year without incident. Granddaughter confirmed that the user did not have the wheels locked when she attempted to move the rollator.